Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged or used her ipg in at least a year. The ipg no longer communicates with any of the external devices. The next course of action has not been determine, follow up is pending.